Event description:
It was reported that on (B)(6) 2026, a 25mm navitor was used chosen for implantation, using a small flexnav delivery system. The patient presented in normal sinus rhythm (nsr). However, the patient developed a third-degree heart block, with a junctional escape in the 50s. The valve was implanted at a depth of 4mm on non-coronary cusp (ncc) and 4mm on left coronary cusp (lcc) without issues, with a gradient of 5. It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. A temporary pacemaker was placed to treat the heart block. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. On an unknown date, a permanent pacemaker was implanted. The patient was reported to be okay and discharged. No additional information was reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.